Event description:
It was reported that the device was not working properly, no back-up device was available. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was not working properly. A visual inspection was performed and showed the scope to have deep distal tip and fiber damage. This is caused by contact with another source.